Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the unit was constantly tripping the l3 circuit breaker system and will not boot up. Upon troubleshooting, the fse performed power input test and found the power was not coming out of mpdu (main power distribution unit). To resolve the reported issue, the customer used a third party for the replacement of the mpdu. Hence, the service was done by third party service provider and no replacement performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.